Event description:
A customer in the us reported to agfa, while using the dx-d 100 system, the collimator fell from the system. The customer reported they were positioning a patient, when the system collimator fell and struck the patient. The patient, who was just out of surgery, was immediately examined by the surgery team and no injuries were found. Agfa service responded and completed checks of the dx-d 100 system. One of the four screws that secured the collimator had backed off causing the collimator to fall. Agfa service installed a new collimator and mounted the collimator per the mounting instructions. The unit was returned to the customer and no further incidents have been reported. The dx-d 100 systems already contain an explicit caution warning concerning mechanical collimator installation "carefully follow the mounting instructions and make sure that the collimator is correctly assembled. Incorrect mounting could be dangerous: it could cause the collimator to fall or to operate inaccurately". An additional preventive action will be taken to include a general service bulletin communication to all servicing engineers that stresses the correct mounting of collimators and with references to all applicable manuals. There has been no reported harm to patient or users for this event.